Manufacturer narrative:
Visual inspection of the returned procedural sheath revealed that the distal tip of the procedural sheath was damaged. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 1.5 mm diagonal tear in the balloon, which is approximately 6 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, the investigation revealed that the distal tip of the returned procedural sheath was damaged, and it was reported by the facility that three balloon loss of pressure events were reported to have occurred in the same patient , which suggested that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or the damaged procedural sheath may have contacted the balloons, potentially contributing to a tear in the balloons. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The company representative who was present for this procedure reported the following: the balloon burst. Access was maintained and a second mynx vascular closure device was used successfully. The patient was not hospitalized. Access: right groin stick location: low sheath size: 6f procedure: interventional peripheral.